Event description:
Additional information was received stated: patient was found with the following: procedure date: (B)(6) 2025. Pre-operative diagnosis: acute hematogenous prosthetic joint infection of right total hip arthroplasty. Post operative diagnosis: acute hematogenous prosthetic joint infection of right total hip arthroplasty. Procedure performed: right hip debridement and irrigation (including subcutaneous tissue, muscle, and bone) with implant retention and modular head/liner exchange intraoperatively, a large hematoma and clot were debrided. Identified the patient's chronic greater trochanter nonunion. Femoral stem was well-fixed, and there was no corrosion or trunnionosis. There was some necrotic bone at the proximal end of the femur around the greater trochanter non-union site, which was debrided back to good bone. Cup was found to be well positioned and well-fixed. Surgeon debrided synovitis, and did extensive irrigation/washout with betadine/hydrogen peroxide scrub and then normal saline. A new +4 lateralized constrained liner was impacted into the cup, and the femoral head was replaced with a new 28 mm +5 ceramic femoral head with a titanium sleeve. There were no complications reported. 3 culture specimens and one tissue specimen were submitted for pathologic examination.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant), h6 (clinical code) corrected: d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient's right hip was revised to address acute hematogenous prosthetic joint infection, with irrigation & debridement, and head and liner exchange. Cultures were sent. Cup and stem were well-fixed and retained. Head and liner were again replaced with a constrained head and liner construct. There were no complications. Emg study on (B)(6) 2025, patient received an emg study of the right lower extremity, presenting with right lower extremity foot drop that started 1 year ago after a right hip revision surgery. Also complaining of severe bilateral ischial pain associated with sitting. Interpretation of emg study: 1. Severe right sciatic neuropathy, predominantly affecting the peroneal division. There is significant axonal damage and no signs of reinnervation, which is a poor prognostic sign at 1 year. 2. Severe right inferior gluteal neuropathy with significant axonal damage and no signs of reinnervation, which is a poor prognostic sign. There is no electrophysiologic evidence of a lumbar radiculopathy. MRI on (B)(6) 2025 exam: right mra lower extremity with and without contrast. History: right hip pain. Impression. 1. Bilateral total hip arthroplasties without evidence of hardware loosening, periprosthetic fracture or dislocation. 2. Moderate fluid extending inferolateral from the right hip joint to overlie the proximal right femoral cortex. This may relate to postoperative seroma or hematoma. 3. Extensive partial tearing with near disruption of the right hamstring tendon origin. 4. Extensive partial tearing left hamstring tendon origin. 5. Asymmetric atrophy of the right gluteal musculature at least in part related to chronic disruption of the right gluteal tendon insertions. 6. Asymmetric atrophy right gluteus maximus of uncertain etiology, please correlate with patient history. 7. No evidence of extravasation of contrast/blush about the right proximal femur or hip. On (B)(6) 2025, presented in follow-up having had 2 recent episodes of recurrent swelling in the hip, the first occurring on (B)(6) 2025 and the second on (B)(6) 2025. In each instance, when she had the onset of swelling, she was not able to bear weight on the hip. The episode resolved over the course of a few days. X-rays of her hip were taken and found the hardware without complication or loosening. Doi: on (B)(6) 2024, dor: on (B)(6) 2025, right hip.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.